Manufacturer narrative:
(B)(4). The complaint device was returned, no blood spots, stains, or tissue were identified. The loaner set was sent out for another surgery. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00763.

Event description:
It was reported the loaner set was not clean. Upon opening the set after being sterilized the tech and surgeon identified what they thought appeared to be tissue or blood. The case was stopped and another set that is on consignment at the hospital. This resulted in a three hour delay. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The distributor attempted to send pictures with the notification email, however due to outlook security filters, the images could not be viewed and the distributor did not respond to requests to resend the images. Product was reprocessed through sterilization, used, reprocessed through sterilization postoperatively, returned to distributor services, reprocessed through sterilization at zimmer biomet facility and then returned to loaner stock. When the product was received by distributor services, no blood spots / stains or tissue were identified. For theses reasons, the complaint could not be verified and the most likely underlying cause could not be determined. Potential causes could be improper sterilization techniques or left over residual from previous sterilization.the instructions for use (IFU) for this product states in the section titled sterility:staining and spotting may result on instruments that are steam sterilized if the instruments are not completely rinsed and free from residual chemicals. It is vital that proper drying cycles and the equipment manufacturer¿s recommendations are followed to prevent the formation of excess moisture and resultant water spotting. The IFU also contains instructions for the proper sterilization of the devices. No non-conformance was identified for this part and lot. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00763-1.